Event description:
It was reported "we had an incident today with a bard miniloc 20g x 0.75 in huber needle and I¿m wondering if you¿ve had reports of other such issues. We had a patient sent home with a continuous infusion pump attached. He called us this morning stating that the pump had become disconnected. When he arrived to infusion, his huber needle was still in his port, but the tubing and blue clave on the huber needle had become disconnected from the yellow wings on the needle. I have the huber needle and tubing set aside. Please let me know what further steps I need to take." Add info rcvd 10/29/2020: placement/explants dates: port accessed with huber needle on 10/19/2020. Pt discharged from infusion with cadd solis continuous infusion pump attached and running 5fu x 4 days. Pt called with port issues on the morning on (B)(6) 2020.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, component drawings, sample analysis, labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a disconnection between the infusion set tubing and needle/needle housing was confirmed. The product returned for evaluation was a 20g miniloc infusion set with the tubing completely detached from the needle/needle housing. Microscopic examination of the needle revealed that no tubing fragments were left on the needle shaft, indicating that the tubing had not broken but rather the joint had detached. The distal end of the tubing fragment revealed a cross section that was glossy with striations, which appear in alignment with the manufactured cut. Measurements of the tubing ID and the needle ID were taken and were confirmed to be within specification. Adhesive from the manufacturing process was seen within the tubing where it had been placed between the needle and tubing, the adhesive appeared to be applied along the entire inner wall of the tubing. The returned tubing was longer than the specification and contained tensile weakness throughout. This can occur if the material is stretched or elongated past the yield point for the material, causing plastic deformation to the tubing. Due to the elongation of the infusion set tubing, tensile weakness along the tubing, and measurements of interfacing parts being within specification; it appears that the interface broke due to tensile (pulling) forces applied to the device. As per the IFU, ¿avoid excessive manipulation once the needle is in the port.¿ and ¿dress and secure site per institutional protocol.¿

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we had an incident today with a bard miniloc 20g x 0.75 in huber needle and I¿m wondering if you¿ve had reports of other such issues. We had a patient sent home with a continuous infusion pump attached. He called us this morning stating that the pump had become disconnected. When he arrived to infusion, his huber needle was still in his port, but the tubing and blue clave on the huber needle had become disconnected from the yellow wings on the needle. I have the huber needle and tubing set aside. Please let me know what further steps I need to take." Add info rcvd (B)(6) 2020: placement/explants dates: port accessed with huber needle on (B)(6) 2020. Pt discharged from infusion with cadd solis continuous infusion pump attached and running 5fu x 4 days. Pt called with port issues on the morning on (B)(6) 2020